Manufacturer narrative:
The device was returned to olympus for evaluation. Evaluation findings were as follows: deep scratches at switch 3; forceps restriction at the bending section; the distal end plastic cover had deep scratches and dents; the objective lens and light guide lens had peeling on the cement; the bending section cover glue was cracked, and a customer label was on the control body at the grip. Advance diagnostics findings: borescope found multiple kinks and restrictions at the bending section in the biopsy channel causing restriction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported by the customer to olympus that a colon video scope had insufficient or incorrect reprocessing. The costumer reported that the channel check would not pass. The scope could not be cleaned at bed side. The device failed the channel check by healthmark. The issue was found during reprocessing. The intended procedure was able to be completed using the same set of equipment. There were no reports of a procedural delay. There was no patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the insufficient cleaning from kinks in biopsy channel at bending section. Identification of the material could not be determined. There was no delay in the start of precleaning.